Manufacturer narrative:
The device was returned to covidien, and the covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The cse also performed the 12 month preventive maintenance (pm) and replaced the fan filter and inlet filter per the pm. The cse upgraded the software. The unit passed all tests and calibrations. (B)(4).

Event description:
The customer reported that the oxygen sensor on the ht70 plus ventilator provided erratic readings. There was no patient involvement.